Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported adverse effect to the customer's blood glucose level. A replacement pump was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.